Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1515907 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer contacted adc on (B)(6) 2016 requesting assistance with her meter. During the phone call, the customer mentioned "she was hospitalized a year and four months ago", and that it may have been caused by "the high readings that she got on the meter." The customer was unable to recall any details about the hospitalization, including the date(s), readings, treatment rendered, new medications prescribed, or diagnosis. There was no report of death or permanent injury associated with this event.